Manufacturer narrative:
(B) (4). (B) (4). A review of the x-rays received confirm that one side of the construct had disassociated. However, it is unknown what the cause of disassociation is. The model number and lot number are not known for the devices that were implanted. An investigation of a similar incident from that occurred at the same hosp (manufacturer report number 3005031160200900011) has concluded that a discrepant dimension on one of the screw components may contribute to a screw rod construct disassociation. However, since the lot number of the screws for this incident are not known, quality assurance is unable to reliably determine the root cause for the reported condition.

Event description:
Procedure type: spinal surgery - fusion l4 to s1. According to the reporter: initial surgery was performed in (B) (6) 2008. During a routine 2 month x-ray, it was noticed that the left side of the construct failed, however, the right side was still in tact. The pt had not noticed any increase in pain. According to the surgeon, fusion is expected to be complete within one more month; a revision surgery is not necessary.